Manufacturer narrative:
Description of complaint: looks like a tear or defect in cuff. Batch paperwork: batch and complaint records indicated no such prolem with this order. Retain sample: the tracheal and bronchial cuff were inflated and immersed in alcohol and water - no leakage was detected. Cause; since no unit was returned a comprehensive investigation cannot take place into the cause of the complaint. Summary of analysis: quality: the complaint unit did not cause injury to the pt. Non confirmed: the rpt'd problem was not verified as the complaint unit was not returned. Non justified: there is no evidence to suggest that the rpt'd problem occurred in house. Corrective action/comment: all co cuffed catheters undergo a four hour inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process. Production comments: na.

Event description:
Hosp reported "cuff did no inflate-pilot balloon, looks like a tear or defect in cuff."